Event description:
During pain management procedure, the discogram (intellisyringe) was plugged into the discometer. The discometer read offset error, and was unplugged and reset. It continued to say offset error. The extension was removed and it still read offset error. A new syringe was placed onto field. No problems with the new syringe and was able to continue procedure.